Manufacturer narrative:
UDI: (B)(4). Reporter is a j&j sales representative. Investigation summary :the complaint device was received and evaluated. Upon visual inspection, it was observed that the needle has no structural anomalies, however, the white plastic flag is not attached on the needle. The plastic flag was returned by the customer, no structural anomalies were found. This complaint is confirmed. Complaints have been filed regarding the expressew iii needle as part of the expressew iii autocapture flexible suture passer system. This system is indicated for passing suture through tissue in open or arthroscopic surgery. Complaint was received due to the incorrect position of the plastic flag at the proximal part of the expressew needle, and this flag is used to properly load or unload the needle and used to position the needle properly within the expressew iii re-usable instrument. A nonconformance was opened to track this failure with the supplier as well as an internal investigation at the escalation board. A deeper investigation will be performed under this action. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the plastic tabs on two expressew iii needle devices popped off; and then the needle jammed. According to the report, since it was on open procedure they used free needle loop to complete the suture passage through tissue. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.